Event description:
Affiliate reported a miscalibrated fill level sensor of 3.15 ml. No other details were reported.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Please be advised that per the new matrix on (B)(6) 2013 this event is being re-classified as a serious injury.

Event description:
Please be advised that per the new matrix on (B)(6) 2013 this event is being re-classified as a serious injury.

Manufacturer narrative:
Upon completion of the investigation it was noted that the medstream pump will not be returned for investigation and therefore the investigation was based on the information provided by the customer when completing the worksheet that identifies pumps that have a fill level sensor (fls), that might have been miscalibrated. Based on the information provided on the form, it has been observed that the medstream pump 91-4200, sn:(B)(4), has a negative offset of approx. 3.15ml, which is slightly over the acceptable error (= 3ml). It has been observed that the testing of the fls performed by the surgeon was not strictly followed by the codman recommendation. The surgeon has filled the pump with 20ml and not 15ml as recommended by codman. It is not known if this impacted the result obtained. A device history records review was performed and no discrepancies were observed during the manufacturing process. (B)(4) has been opened to investigate the root cause and a field safety corrective action has been opened in europe. Device not returned.